Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. During the explant there were relatively few adhesions laterally, however, there were multiple adhesions to the mesh itself. The mesh could not be replaced because it was infected. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent a ventral incisional hernia repair. A bard/davol ventralight st was implanted in the patient during this repair. On (B)(6) 2013: the patient underwent removal of the ventralight st. Upon visualizing the ventralight st the physician noted "we encountered some thick poorly incorporated mesh...there were relatively few adhesions laterally, however, there were multiple adhesions to the mesh itself." During the surgery, the revised mesh could not be replaced because it was infected. The surgeon instead "laid large sheets of non-bard/davol seprafilm in anticipation of having performing another hernia repair at a time such that the field was not so contaminated." On (B)(6) 2016: the patient underwent an open surgery to repair the unrepaired hernia with "a biologic mesh." The patient's attorney alleges the ventralight st implanted in the patient failed to reasonably perform as intended. The ventralight st caused serious injury and had to be removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralight st was initially implanted to treat. The patient has been injured and sustained severe pain, suffering, disability and impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. During the explant there were relatively few adhesions laterally, however, there were multiple adhesions to the mesh itself. The mesh could not be replaced because it was infected. Regarding infection, the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralight st mesh, patient was diagnosed with infection, fistula, abscess and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection, fistula and adhesions as possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent a ventral incisional hernia repair. A bard/davol ventralight st was implanted in the patient during this repair. (B)(6) 2013: the patient underwent removal of the ventralight st. Upon visualizing the ventralight st the physician noted "we encountered some thick poorly incorporated mesh. There were relatively few adhesions laterally, however, there were multiple adhesions to the mesh itself." During the surgery, the revised mesh could not be replaced because it was infected. The surgeon instead "laid large sheets of non-bard/davol seprafilm in anticipation of having performed another hernia repair at a time such that the field was not so contaminated." (B)(6) 2016: the patient underwent an open surgery to repair the unrepaired hernia with "a biologic mesh." The patient's attorney alleges the ventralight st implanted in the patient failed to reasonably perform as intended. The ventralight st caused serious injury and had to be removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralight st was initially implanted to treat. The patient has been injured and sustained severe pain, suffering, disability and impairment. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh. Per operative notes, ¿there was a loop of bowel struck to the previous hernia. There was an old mesh, and a portion of that mesh was removed. The omentum was taken down. Then a ventralight st mesh was placed inside the abdomen, covering both the defect and the old mesh.¿ (B)(6) 2013 - patient was diagnosed with infected mesh thereby underwent open repair with removal of ventralight st mesh. Per operative notes, ¿there was a fluid collection noted around the mesh. The mesh was encountered and it was poorly incorporated. There were multiple adhesions to the mesh. There was one area where the bowel had fistulized to the mesh. Then the ventralight st mesh was separated and removed. Stapler was used to transect the bowel distal and proximal to the fistula, then side to side anastomosis was performed.¿ attorney alleged that the patient had abscess, bowel perforation, fistulae, infection, pain & suffering, hernia recurrence and seroma. It is also alleged that the patient had experienced scarring, additional surgery to address issues, pain which affected her ability to perform ordinary tasks, suffered from infection which required a two-stage procedure to treat properly, weakness in the stomach area, discomfort and ongoing fevers.